Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check did not identify location of blockage. Customer used cold insulin to load the cartridge. Reportedly, customer changed the cartridge and insulin therapy was resumed. Customer's blood glucose was not impacted.